Event description:
It was reported that the patients implantable pulse generator (ipg) had migrated from its original location. Resulting in the patients right atrial (ra) lead not having enough slack and the right ventricular (rv) lead having too much slack. The device migration and lead slack issue was verified via x-ray. A pocket and lead revision was completed. The device and both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.(B)(4).